Manufacturer narrative:
(B)(4). Corrective, remedial and preventive action was taken by the healthcare facility in the original planned surgery session. The c-flex aspheric 970c iol subject to this reported was explanted and a back-up lens successfully implanted without further complication. The incision size was enlarged to aid explantation of the iol and sutures were used to close the incision. The healthcare facility reports that there was no injury to the pt as a result of this event. Our review of production records for the c-flex aspheric 970c iol batch 102e41754 showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data from the month of manufacture of the c-flex aspheric 970c iol (october 2012) was conducted in order to determine if any trends existed. This review concluded that no other incidents, of any type, have been received against the c-flex aspheric iol batch 102e41754. The device has been retained by the healthcare facility. Rayner has requested the return of this device to facilitate further investigation of the reported event. The result of any analysis performed will be provided in a follow up report.

Event description:
Rayner intraocular lenses limited received notification of an event that occurred during use of a c-flex aspheric 970c iol. The event description provided states that the lens haptic broke during implantation.